Event description:
It was reported that the pt developed a fever of 101 after implanted with his trial leads earlier that day. The physician advised the pt to take tylenol over the night. The following day, he was still running a fever of 101. The physician explanted the trial leads and treated him with oral antibiotics. There were no signs of infection. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.